Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was experiencing a rash on under the electrodes. The rash was causing redness, itchiness and a burning sensation. Patient does have an allergy to nickel. Patient also reported that the cables are leaving deep impressions causing discomfort. There was no alleged device malfunction contributing to the irritation. Patient discussed the irritation with physician and was told to remove the lifevest. Patient reported that since removing the lifevest, the irritation has improved.